Manufacturer narrative:
The blood pressure monitor was requested back from the patient but has not yet been delivered to the manufacturer. When the device is delivered an investigation will be conducted and a supplemental report will be filed. This report is being filed due to the patient reporting pain in their arm from the livongo blood pressure monitor cuff.

Event description:
Patient reported pain in their left arm when they would use the livongo blood pressure monitor. Patient stated there is a visible mark on the arm that gets better when they stop testing.